Event description:
It was reported that the patient has been experiencing breathing problems, so his pulmonologist referred him to an ent. The patient's airway was scoped and it was determined that the patient has left vocal cord paralysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Clinic notes were received on 08/28/2016 and dated (B)(6) 2016. Past history states that the ent found left vocal cord paralyzed. Patient is referred for possibly battery end of life with ifi-yes and they will assess the vocal cord dysfunction from vns. No additional information has been received to date.

Event description:
An implant card received (B)(6) 2016 stated that the generator was replaced (B)(6) 2016. Programming history for the generator was reviewed and no excessive duty cycles were noted. The patient's impedance values throughout history were within normal limits.